Event description:
It was reported post op a gastric band implant, the pt presented with pain. The pt was taken back to the or and a leak was found where the dissector had gone through the posterior wall or the stomach. The band was removed. The pt stayed in the hospital four days, but has been released. In three months, the surgeon may potentially implant another band.

Manufacturer narrative:
Info is unavailable, device was not returned for eval.